Event description:
The device inappropriately rendered a shock decision and delivered energy to the pt with a non shockable arrhythmia.

Manufacturer narrative:
A facility review of the report determined the device was operating properly at the time of the reported event, and therefore, the pt outcome was not the result of device operation. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.